Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an insulin cartridge leak after connecting the adapter to the cartridge outside of the pump during a supply change. The user was guided through the correct setup procedure and resumed normal use. No medical intervention was required.